Event description:
It was reported that there was a discrepancy between multiple battery voltage measurments. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed a low telemetered battery voltage". On (B)(6) 2010, the telemetered battery voltage was 2.57 v while the daily battery voltage trend measurement was 2.90 v. The device is part of the advisory for this model.